Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the controller and recharger have been acting weird since last summer. The patient stated they have to reset the controller frequently to charge the ins. The patient stated they noticed the recharger was getting very hot lately and they had to put material between recharger and skin because it was very hot. The patient stated they went to get an MRI today and was unable to activate MRI mode because the ins was low. The patient stated they were recharging the ins right now and the recharger was very hot. The controller showed that the ins was 50% and controller was low. The manufacturer's patient services specialist (pss) confirmed there was no visible damage to the recharger. Pss recommended recharging the controller before charging the ins. By the end of the call the controller show ins was 50%, controller 20% and recharging. Pss reviewed device function. Pss reviewed once ins was charged up they should activate MRI mode and if they had any questions to call back for assistance. The issue was not resolved. A replacement recharger was sent out. No patient symptoms were reported.